Manufacturer narrative:
The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the peritonitis was not reported. It was not reported if the patient was hospitalized for the event. On an unreported date, unknown antibiotics were added to dianeal for treatment of peritonitis. The patient was recovered from this peritonitis event. The action taken with dianeal therapy was not reported. No additional information is available.